Event description:
A scrub tech reported that during surgery, the integrated cautery would not work. A hand held cautery was brought in to complete the case. There was no patient harm or impact reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss explained possible causes for the customer reported issue and the customer will monitor. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).